Manufacturer narrative:
(B)(4). Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported a skin irritation on his back under the therapy electrode pads. This irritation was described as red and bleeding. There is no alleged device malfunction. The patient's nurse applied a bandage on the skin irritation the help the lifevest from rubbing against the irritation. The current condition of the skin irritation is improving.